Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen had a delayed response. During troubleshooting with tandem technical support, the touchscreen was functioning as intended. Additionally, the customer reported that the touchscreen display appeared faded in color, and that the wake button felt harder to press. Customer's blood glucose level was not impacted. The customer reported that the pump would continue to be used for insulin therapy.